Event description:
It was reported that during a da vinci si total benign hysterectomy procedure, a fenestrated bipolar forceps instrument's wire was in a loop. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the pitch cable was broken at the proximal clevis hub. The clevis did not exhibit any damage or wear marks. Other cables at the wrist were not damaged. An additional observation not reported was the tips of the instruments grips were bent. One grip was bent, causing a side to side misalignment of the grips. There was a .047 offset at the tip. The bent grip had separation of the yaw pulley and pulley cover at the glue joint indicating overloading. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.